Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the cause of death was complications from long term diabetes. The caller stated that the customer started having breathing problems, had neuropathy, eye sight issues, kidney problems, heart and lung problems. The customer also had a minor infection in the little toe. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated they no longer have the customer's insulin pump.